Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported failure could not be reproduced during performance testing and the device operated per specifications. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to completely charge its internal battery. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device data logs revealed that the device was intermittently charging the internal battery while connected to the ac power source. Based on all available information and complaint investigations of a similar nature, the investigation determined that the device intermittent charging failure was most likely due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to completely charge its internal battery. There was no patient injury reported as a result of this incident.